Event description:
The customer reported that during a total laparoscopic hysterectomy, the jaws of the device were applied to tissue and could not be re-opened. The surgeon resected the tissue directly adjacent to the jaws in order to remove them. There was no pt injury.

Manufacturer narrative:
(B)(4). One used device was received for eval. The visual inspection noted an excessive amount of blood and tissue in and around the jaws of the device. The jaws were stuck shut with tissue and had to be forced open. The jaws were cleaned. The handle was latched and unlatched several times without any problem. The device was activated on simulated tissue with acceptable results; the jaws were released from the simulated tissue without difficulty and no sticking was observed. The reported event is attributed to improper or infrequent cleaning of the jaws of the device.